Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement, the patient allegedly experienced redness and pain around the subcutaneous tunnel. Port was removed from the patient. Patient current status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a catheter were returned for evaluation. Gross visual and functional evaluation were performed on the returned device. The investigation is inconclusive for the reported pain issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the patient allegedly experienced redness and pain around the subcutaneous tunnel. Port was removed from the patient. Patient current status is unknown.